Event description:
The pt was seen in clinic. The deep brain stimulator battery was not at a low voltage point. Two months later, the pt experienced a loss of therapeutic effect. An end of service message was seen on the physician programmer. The battery was completely depleted. The therapy settings were not available, so no battery longevity estimate was done. There was no known incident or accident related to the event. There was no warning of battery depletion. The device was replaced. The pt outcome was reported as 'no injury, recovered without sequela.'

Manufacturer narrative:
The implantable neurostimulator was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.